Event description:
This event is reportable based on the product analysis approved on 11/23/2009. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug eluting stenting treatment procedure difficulty crossing the lesion occurred. The lesion was located in the tortuous and highly calcified left anterior descending artery. The physician advanced the 2.75x32mm taxus liberte stent to the lesion but was unable to cross. There were no pt complications. The procedure was completed with another 2.75x32mm taxus liberte stent. Pt's status is reported as ¿stable¿. However, the returned product analysis revealed that there was proximal stent damage.

Manufacturer narrative:
Device eval: a visual and microscopic examination identified proximal stent damage. Struts on rows 1 to 4 from the proximal edge were slightly bunched. The outer diameter (od) of the damaged section measured approx 2.12mm. The od of the stent where no damage was present was measured at approx 1.12mm. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended size product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).